Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they experienced a third degree burn at the pod infusion site, (abdomen). In addition the patient had pain at the pod infusion site. The patients reported blood glucose level was 200 mg/dl. Once the pod was removed from the infusion site the patient reports having had irritation as well as purulent discharge. As treatment, the patients family member had placed a bandage at the pod infusion site, the patient was able to apply a new pod on their thigh.